Manufacturer narrative:
H11-correction: h4-added manufacturing date UDI # removed and date of manufacture was added. Device serial number: (B)(6) has a date of manufacture of 20 dec 2006 and was not subject to UDI requirements.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The service technician found that the solenoid mount is creating the non-conformance. Installed a known good solenoid mount and issues was resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator was unable to adjust peep setting. At this time, there was no information of patient involvement reported with this event.